Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was suspected to have dislodged, and had exhibited failure to capture and failure to sense. X-ray imaging performed on (B)(6) 2021 during the replacement procedure confirmed lead dislodgement. The ra lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.